Event description:
On (B)(6), an amazon customer commented that the product was a false negative. A consumer said that the product had two negative results and positive results in three different tests. The user trusted the results of this product, so he/she went public and did one of these tests again the next day and it was still negative. When a user used binax because he/she was not feeling well, the results came out immediately positive, and the other binax was also positive. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result or its accuracy etc. Following by reporter's consent.